Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the initial escalation analysis, the sensor performance deviated from normal behavior. The user reported that there was hematoma, pain and swelling around the sensor insertion site. Since it could not be confirmed if these symptoms could have affected the sensor performance between (b)6) and on (B)(6) 2023,the RMA was authorized for further investigation on the sensor. After the escalation response was provided, the user called and reported that the sensor started to perform better on (B)(6) 2023. The RMA was not received because the user chose to keep the sensor as the sensor performance returned to normal behavior, potentially after the hematoma, pain and swelling had completely subsided. Currently the sensor is in use and it is performing within expectations, therefore no further investigation is required at this time.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which led to early sensor removal.